Event description:
This supplemental report is being filed to provide a correction for the electrode revision. The electrode was capped and left in the patient; it was not explanted. A new electrode was placed onto the chronic pulse generator. It was reported that, during an office follow-up, the low energy shock impedance was 140 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been increasing since implant in (B)(6) 2022. Starting around 65 ohms after implant and increasing gradually to 140 ohms today. The impedances are high but within normal limits. A review of x-rays confirmed that the device placement has changed and there is quite a bit of subcutaneous tissue pushing the device anterior. There is tissue sitting behind the device posteriorly. A presenting electrogram has low amplitude r waves. Technical services discussed the data with the clinic. The doctor elected to explant and replace the electrode. This was done successfully. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide a correction for the electrode revision. The electrode was capped and left in the patient; it was not explanted. A new electrode was placed onto the chronic pulse generator.

Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 140 ohms. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have been increasing since implant in 2022. Starting around 65 ohms after implant and increasing gradually to 140 ohms today. The impedances are high but within normal limits. A review of x-rays confirmed that the device placement has changed and there is quite a bit of subcutaneous tissue pushing the device anterior. There is tissue sitting behind the device posteriorly. A presenting electrogram has low amplitude r waves. Technical services discussed the data with the clinic. The doctor elected to explant and replace the electrode. This was done successfully. There were no additional adverse patient effects.